Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had worn sheathing, and poor angulation. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the connecting tube had foreign objects attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the grip had a scratch, the switch box had a dent, the suction cylinder had no color, the air/water cylinder had no color, the plug unit had a scratch, due to a burn on the plastic distal end cover the insulation resistance value at the distal end did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the image guide protector had a cut, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.